Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they can't turn stimulation up anymore because the minute they turn it up; they feel a burning sensation at the implant site. Patient said they ended up in the emergency room over a year ago because it burned real bad and they were told to turn the stimulation down. When patient saw the medtronic person, they told patient to turn stimulation off for a week and see what happens. Patient didn't feel anything when they turned stimulation back on and the burning started all over again. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.". Patient also reported having difficulty with recharging and she got software problem error message today. Recharger was ordered for patient. Patient reported a past event related to pain (see (B)(4)).